Event description:
An electrocardiograph lead (limb) removed after electrocardiograph complete. A 1 inch x 2 inch area of top layer of skin came off with lead. Pt transferred to another hospital for treatment: steri strip, and returned to this facility.